Event description:
A customer reported via phone call indicating that they may have lost their insulin pump by hitting against their pruning shears. The patient's blood glucose level was 40 mg/dl at the time of the call. The customer found the insulin pump and sent it back for analysis for physical damage.

Manufacturer narrative:
Findings: pump passed displacement test, operating currents, selftest, off no power, a21 error test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.